Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was trying to advance a stent to a superior mesenteric artery aneurysm. While advancing into the guide catheter the stent slide off the balloon.

Manufacturer narrative:
MDR number entered in error on page 1. It was entered as 12129977-2015-00010. The corrected number should be 1219977-2016-00010.

Manufacturer narrative:
The investigation into the reason for the complaint is difficult due to the fact that the device was not returned. During the final lot qualification data shows that all 59 test samples were able to pass through the 6fr introducer sheath without issue. Since december of 2013 over 36,000 test units have been passed through the introducer sheath during the quality performance inspection process without a failure for the inability of the stent to pass through the introducer sheath. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all 59 quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All stents were firmly crimped on to the balloon and no stents were dislodged while being passed through the introducer sheath. Conclusion: other potential causes may also be considered but cannot be verified. In many cases stent dislodgement has been when operators grasp and tug on the stent to verify stent retention. This technique can dislodge the stent if too much force is applied. We have not been able to determine any fault due to manufacturing.